Event description:
On april, 2001 the end user's family member called minimed, USA and stated that the gauze tape detaching from plastic base of sit portion. Has occurred with three sets. All sets from same box. Last bg 271. On june, 2001 maersk medical received the complaint and 1 used base piece. The incident took place in USA.